Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the investigation is lot number unknown. Investigation summary: one max-core biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed self-activation of the cannula. The investigation is inconclusive for the reported self-activation of the stylet, as functional evaluation could not be completed due to the identified self-activation of the cannula. The bent bumpers likely contributed to the incomplete cannula tang engagement and the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, after one sample pass the bottom slide of the device allegedly self-activated outside of the patient. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.